Event description:
The account alleged the head of the bed goes up without pressing any button. No patient impact.

Manufacturer narrative:
The tech replaced the side rail outer controls to resolve the issue.